Event description:
Reportable based on the device analysis completed on 25mar2025. It was reported that insertion difficulty was encountered. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. A 9.0x30x135 cm express ld vascular stent balloon was selected for use. During the procedure, the physician placed an 8 french guidewire, a 35 guidewire, and a c2 angiography catheter into the thoracic aorta. Angiography showed stenosis at the right subclavian artery origin. A v18 guidewire and c2 catheter were then positioned in the artery, and a 5-40 mm pta balloon was prepared for pre-dilation. After dilation, the ld stent was opened for deployment but could not fully enter the introducer sheath. The physician withdrew the stent. The procedure was completed using a different device. There were no patient complications as result of this event. However, device analysis revealed that the stent had moved off the balloon in a proximal direction and the stent was noted to be damaged.

Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for analysis. Upon visual and tactile inspection, it was observed that the balloon was tightly folded and had not been exposed to positive pressure. No abnormalities were noted in the balloon material. Further examination of the crimped stent revealed that the stent had shifted proximally on the balloon. Damage was observed at both the proximal and distal ends of the stent. Visual and tactile inspection of the device shaft identified no issues. Similarly, no abnormalities were detected with the tip of the device during the visual and tactile assessment.